Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips to report that on (B)(6) 2020, the spo2 measurement had intermittent function, with the waveform/numeric not providing real-time updates. No adverse event involving patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.